Manufacturer narrative:
The investigation confirmed that higher than expected vitros vancomycin (vanc) results were obtained from multiple samples collected from the same patient when tested on a vitros 5600 integrated system. The most likely assignable cause of the event is a sample interferent isolated to the affected patient. The patient has an elevated rheumatoid factor (rf) concentration. Representative samples from the patient have been sent to ortho for further investigational testing. The vitros vanc instructions for use does not list rf as an interfering substance. A patient sample correlation, consisting of samples collected from alternate patients, generated concordant results between the vitros and non-vitros (siemens) vancomycin assays, indicating the issue is isolated to the affected patient. There was no indication vitros vanc lot 2514-37-6935 or the vitros 5600 system malfunctioned. Historical quality control results obtained prior to the event were acceptable, indicating the vitros vanc reagent was performing as intended on the vitros 5600 system. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros vanc lot 2514-37-6935.

Event description:
A customer obtained higher than expected vitros vancomycin (vanc) results from multiple samples collected from the same patient when tested on a vitros 5600 integrated system. Patient sample 1 results of 30.2 and 27.0 ug/ml vs. The expected result of 7.4 ug/ml. Patient sample 2 result of 27.1 ug/ml vs. The expected result of 6.6 ug/ml. Patient sample 3 result of 28.3 ug/ml vs. The expected result of 7.4 ug/ml. Patient sample 4 result of 32.7 ug/ml vs. The expected result of 9.0 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros vanc results were reported from the laboratory, however a clinician questioned the results. Corrected reports were issued and no allegation of actual patient harm was made. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).

Event description:
Ortho received representative patient samples and performed testing to determine if elevated rheumatoid factor present is the cause of the higher than expected vitros vanc results. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).

Manufacturer narrative:
Two additional samples were collected from the patient and sent to ortho for additional testing. The two samples were separated into aliquots. One aliquot was tested with the vitros vanc and rheumatoid factor (rf) assays and the other aliquot was treated with a polyethylene glycol (peg) protein precipitation to remove rf in the samples. The treated samples were also tested with the vitros vanc and rf assays. The results are provided below: vitros vanc therapeutic trough level - 5.00 - 10.00 ug/ml vitros rf refererence range - <12 iu/ml patient untreated peg precip. Untreated peg precip sample vanc result vanc result rf result rf result plasma 19.9 ug/ml 15.0 ug/ml 63.0 iu/ml 8.6 iu/ml serum 20.8 ug/ml 14.9 ug/ml 66.8 iu/ml 10.2 iu/ml the testing was performed to determine if the elevated rf in the patient sample is causing the positive bias observed with the vitros vanc results compared to the non-vitros siemens vancomycin results. A summary of the testing is as follows: ¿ rf levels in the peg treated samples were significantly reduced by approximately 85%. ¿ the vitros vanc concentration in the peg treated samples were reduced by approximately 30%. ¿ the difference in the vitros vanc results obtained from the untreated samples to the peg treated samples (30%) is much smaller than the difference observed between the vitros vanc and siemens vancomycin results at the customer site (approximately 73%). This suggests the elevated rf in the samples may be contributing to the event, but is not the only cause of the positive bias observed. No additional testing is planned at this time.